Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge failed and maintenance required. User rebooted and recovered but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator was failed and required maintenance. A field service engineer found issue with the smart remote manager and a dirty latch connection was identified. The latch microswitches were cleaned and lubricated with conductive grease, the system was rebooted, and successful testing was completed with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.